Event description:
Failure to osseointegrate.

Manufacturer narrative:
Section a2, a3, a4 and a5: information requested but not provided. Section e1 - phone number (B)(6). Information about patient post op status and any treatments has been requested but not provided. Device evaluation: field service engineer visited the account after the event and checked the laser. System passed the check list and no abnormalities were found. Clinical specialist was also on site and reviewed the recordings of surgery. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.